Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there were several episodes classified by the device as atrial tachycardia/atrial fibrillation (at/af) which were later identified as being erroneous and the right atrial (ra) lead sensitivity was then reprogrammed. The ra lead remains in use. No patient complications have been reported as a result of this event.